Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2, -14.5/1.5/90 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the eye. The lens was removed within the same surgery and the patient was in good condition after surgery.

Manufacturer narrative:
Additional data: device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found the optic and haptic torn. Claim# (B)(4).